Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. However, the reported failure was confirmed through error logs. According to the report, the unit had experienced errors 23072. The complaint regarding the ¿error 23072 on armnet3¿ was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm3 was red and disabled, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse spoke with the isi csr who reports that the error cleared after a power cycle. The isi fse identified error 23072 pointing to the z axis of sja3. The isi fse could not get the z axis or the wrist to pass calibration. Error 23072 was still present. The system would run if arm 3 was disabled. The fse replaced the set up joint (suj3) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the set up joint (suj); however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported, universal surgical manipulator (usm) 3 was red and disabled. The isi csr was not at the hospital and reported that he instructed the site to power cycle the system and the error was not present afterward. The isi tse was unable to view logs since the system was not connected to onsite. The isi csr reported a 23072 error on armnet 3. The customer continued with the procedure after the power cycle. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer regained functionality of the arm after the restart and completed the procedure with arms 1,2, and 3. The system was functioning upon restart. The system powered on initially without errors.